Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered serious bodily injuries, including, but not limited to, vaginal bleeding, vaginal tissue damage, vaginal discomfort, pelvic organ disfigurement, urinary retention, dyspareunia, recurrent infections, depression, pain, add'l surgeries, and other injuries. No add'l info was provided. On or about (B)(6) 2012, plaintiff underwent a revision/excision surgical procedure due to erosion and extrusion of the caldera pelvic mesh products. On or about (B)(6) 2012, plaintiff underwent a second revision/excision surgical procedure due to continued erosion and extrusion of the caldera pelvic mesh products. On or about (B)(6) 2012, plaintiff underwent a vaginal vault reconstruction surgical procedure that included placement of a skin graft due to erosion and extrusion of the caldera pelvic mesh products. On or about (B)(6) 2012, and (B)(6) 2012, plaintiff underwent add'l surgeries to: remove suture materials from the aforementioned skin graft; confirm that all mesh from the prior mesh excision procedures was removed; and evaluate whether the areas involved in the aforementioned vaginal vault reconstruction procedure was healing properly.